Manufacturer narrative:
Based on the information provided, review of the surgical technique guide, IFU and fmea, the most probable root cause is late recurrence of symptoms due to malpositioned implants. The part numbers, lot numbers, manufacture dates and expiration dates for the ifuse implants are unknown.

Event description:
Approximately two years ago the surgeon performed a right side ifuse si joint arthrodesis on the patient placing three implants. The patient had initial symptom relief, but the pain returned. The surgeon thought that the implants were not fully seated in the sacrum. On (B)(6) 2014, the surgeon performed a second surgery where he attempted to remove the second and third implants but was unable to remove them because they were solidly in bone. The surgeon instead debrided the si joint and packed allograft bone chips to the joint. No implants were removed.